Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, there was no lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that anatomical conditions (heavily calcified lesion) and the previously implanted stent contributed to a reduced clearance causing the resistance; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The steelcore device, referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the left superficial femoral artery, heavily calcified lesion.a supera stent was successfully implanted. A second supera stent (s-60-040-120-p6, 0050461) was also deployed successfully. While removing the second supera delivery system however, resistance was met between the second supera delivery system and the steelcore guide wire (1007710-j, 0080761). The guide wire and supera delivery system were removed without further issues as a single unit. There was no adverse patient effect, no intervention or treatment required, and there was no clinically significant delay. No additional information was provided regarding this issue.